Event description:
It was reported that a customer noted a weak vibration. There was no adverse impact to the customer's blood glucose level. No further actions were required, and there was no follow-up requested by the customer.